Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the main circuit board was defective and needed to be replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor was not recognizing the baton. The customer switched batons and the monitor still wouldn't recognize the baton. A delay in the procedure of unknown duration was noted though no use of a back-up device was reported. No harm to patient or user was reported.